Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the proper air removal technique. Customer was educated on the air removal process when filling a cartridge. Customer continued to use current pump supplies with the pump and declined additional troubleshooting with tandem technical support. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.